Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. Review of the event history log (ehl) showed an error code 42221 the cause of the reported issue was a faulty mainboard. The mainboard was replaced. After the mainboard was replaced, the pump passed functional and accuracy testing.

Event description:
It was reported that the device was showing recurrent error codes 42221, 46828. Event occurred during start up.